Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimu lator. (B)(4).

Event description:
It was reported the patient was implanted with two implantable neurostimulators (ins). It was stated the patient was infected due to a ¿rejection reaction.¿ it was stated one of the ins' were explanted. It was noted there was no patient death. It was further reported the ins was for parkinson¿s disease. It was noted results and the location of the infection were unobtainable because the patient did not release that information. The patient outcome was not provided.